Manufacturer narrative:
The complaint is confirmed for twisted and broken driver tip. The deformation indicates the driver was tightening the screw and the event description states a torque limiting adapter was not used. The most likely cause(s) of this type of event includes continually applying torque after the implant is fully seated, applying torque when the implant is not properly aligned, leveraging, or torquing while leveraging the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an rsa procedure, as the surgeon was assembling the cup and stem and performing the final tightening of the cup screw, the end of the ar-9545-t15-02 driver shaft (medium) sheared off within the head of the screw. The rep stated that the broken piece was not retrieved, as the cup and stem were adequately tightened. The rep confirmed that the broken bit was not proud of the screw head and the decision was made to leave the bit in place and continue with the surgery. The rep stated that the torque indicating adapter was not used. The bone quality was medium.